Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 11 / page 129: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient was taken to the hospital in an ambulance with blood glucose (bg) was reading at 29 mmol/l (523 mg/dl) and that she was not able to stop throwing up. At the hospital she was diagnosed with diabetic ketoacidosis (dka) and possible bacterial pneumonia (cap). They placed her on an intravenous therapy of insulin, levofloxacin and monitor her bg levels. She was also given oral antibiotics (once a day of 500 mg tablet) for 3 days. She was in the hospital for the weekend and was released on sunday night. The pod was worn between 24 and 36 hours on the arm.